Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the view hemopro 2 black plastic covering around the shaft just below the jaws fell off during dissection in the tunnel. The plastic piece was recovered and there was no injury to the patient. No additional incision or procedure was required. No procedural delay. A new device was opened to finish the case.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000242413 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device. There were no visual defects observed on the harvesting clear jaws insulation. The black shaft of the harvesting device closest to the base of the jaws was observed to be detached from the shaft, exposing the inner contents of the shaft tip. No other visual defects were observed. Based on the photographic inspection, the reported failure "peeled; shaft" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The DHR, shop floor paperwork is available for review as an attachment to the record.

Event description:
N/a.